Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and the same malfunction did not recur after the reset. Customer was advised to continue using the pump and to call back if the malfunction code appeared again.